Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the alterra eft (alt) clinical study, a patient underwent a transfemoral tpvr procedure with a 29m sapien 3 valve with an alterra adaptive prestent in pulmonic position. Upon retrospective review of the 5 year chest x-ray, one type I fracture was identified at the alterra inflow, rung 1. This fracture is not visualized on any timepoint prior to the 5-year imaging.